Event description:
The patient reported that on (B) (6) 2010, e4 (occlusion) error was displayed on the infusion device and blood glucose was elevated to 400 mg/dl. Two hours later, e4 was displayed again. The patient found that insulin was leaking from the luer connection. The patient's normal blood glucose level is 140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.